Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies. Unit received with corroded motor home switch, broken belt clip slot, battery tube threads and minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump has many scratches on the display screen and cracks near the battery compartment, reservoir window and dome label sticker. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. No further information was provided.